Event description:
It was reported that during the procedure in a coronary vessel bifurcation, a non-abbott guide wire was advanced to the posterior lateral (pl) artery, then another non-abbott guide wire was advanced to the mildly calcified, concentric, de novo lesion in the mildly tortuous distal right coronary artery (rca) to proximal posterior descending (pd) coronary artery. Plain old balloon angioplasty was performed via advancement of an unspecified cutting balloon, followed by advancement over a non-abbott guide wire, then deployment of a 2.5x12 rx xience prime stent in the distal rca to pd vessel. During an attempt to perform the kissing balloon technique (kbt), with the rx xience prime balloon in place, a 3.5x15 tenku rx balloon dilatation catheter (bdc) was advanced over the other non-abbott guide wire in the pl vessel, however, resistance was felt between the tenku and the non-abbott guiding catheter when advancing the tenku; the tenku balloon was unable to advance past the distal end of the guiding catheter. The tenku mid shaft was consequently bent during the advancement attempt, then withdrawn from the anatomy due to the incurred bent shaft. During withdrawal, resistance was felt between the tenku and the guiding catheter, then force was applied. A new 2.5x12 tenku bdc was used to perform the kbt. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Guide wire: 4pd#:traverse,#4pl:sion, guide cath: auto bahn, stent: 2.5x12 rx xience prime. (B)(4) - against resistance. Evaluation summary: the device was returned for analysis and the reported resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the viper complaint handling database for the reported lot revealed no other incidents for difficult to remove, difficult to position or kinks reported for this lot. It should be noted that the preparation for use section of the rx trek/mini trek/tenku instructions for use indicates: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Review of the complaint history of the reported lot did not indicate a manufacturing issue.